Event description:
It was reported that continuous glucose monitor displayed error message and caller experienced cgm error 42 while using g7 sensor. There was no reported adverse impact to the customer. Customer contacted support, was guided through complete pump reset, confirmed error message did not appear again after reset, and successfully started new sensor session, with no additional outcomes reported.